Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder out of phase and unable to confirm e70 alarm and complete functional testing due to constant motor error alarm. However, all operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error alarm. Customer's blood glucose level was 139 mg/dl. The insulin pump was exposed to a MRI. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.